Manufacturer narrative:
H6: updated health effect, h6: updated investigation finding, h6: updated type of investigation, h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Manufacturing and sterilization records were not available for review. Based on an implant date of 4/20/1998, the required record retention period of 10 years would have been exceeded, at the latest, on 4/20/2008. Although documents are unavailable, standard procedures require lot history review before release of the device to ensure compliance with device specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 1998 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel obstruction, adhesions, recurrence, bowel adhesions, infection, bowel resection, fistula, pain. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ 4/20/98: first health (B)(6) hospital, md. Indications: ¿this is a 51 -year-old female who had gyn surgery in 1992 and about four years ago began developing a lower abdominal hernia at this time this hernia is quite large and it protrudes over a foot and contains at least several feet of small or large intestine .¿ implant procedure: incisional herniorrhaphy with gortex [sic] and dual mesh plus. [Implant: gore® dualmesh® plus biomaterial 1dlmcp03/(B)(6) , 10cm x 15 cm x 1 mm thick, oval] . Implant date: (B)(6),1998 (hospitalization dates unknown). ¿ (B)(6) 1998: regional hospital. (B)(6), md. Operative note. Pre and postoperative diagnosis: large incisional hernia. Anesthesia: general. ¿ wound classification: not provided. ¿ procedure: ¿under adequate orotracheal anesthesia, a foley catheter was placed in the bladder under sterile conditions. The abdomen was prepped with betadine and draped as a sterile field. The skin overlying the hernia was quite thin in the mid portion and in fact, had started to break down in a couple of areas. All of this very thin skin was excised with an elliptical incision. There was basically no subcutaneous tissue left in the midline. The hernia sac was exposed and then dissected free from the surrounding soft tissue down to the level of the fascia. The hernia sac was opened and contained about 2 ½ to 3 feet of small intestine, but fortunately none of this was adherent to the hernia sac itself. I did not feel any pathology in this area inside the abdomen. The fascia was fairly thin above and did not really start to return to normal fascia until just below the umbilicus. The defect was obviously much too large to close primarily. I excised about two-thirds of the hernia sac circumferentially. I then placed a 10 x 15cm, 1 mm thick piece of gortex dual mesh plus prosthetic material underneath the peritoneum and then under direct vision secured it to the abdominal wall using interrupted horizontal mattress sutures of 1-0 and 2-0 prolene. The mesh was secured circumferentially and then the sutures tied down individually, taken greater care to make sure that no bowel had introduced between the suture and the mesh. Once the prosthetic material was in place, I was then able to reapproximate the hernia sac that I had left intact over the top of the mesh using running 0 pds. A 10 mm drain was then placed on top of the closure and the subcutaneous tissue then closed over the drain with interrupted 3-0 undyed vicryl the skin was then closed with staples. Estimated blood loss was about 50 cc. The patient received 1700 cc of IV fluid. All counts were reported to be correct.¿ ¿ implant sticker: ¿dualmesh antimicrobial. Item #: 1dlmcp03, lot #: (B)(6).¿ revision #1 preoperative complaints: ¿ (B)(6) 2000, md. Operative note. Preoperative diagnosis: ¿intestinal obstruction .¿ revision #1 procedure: laparotomy for small bowel resection. Repair of recurrent incisional hernia. Revision #1 date: (B)(6) 2000 (hospitalization dates unknown) ¿ (B)(6) 2000 hospital, md. Operative note. Pre and postoperative diagnosis: intestinal obstruction. ¿ procedure: ¿under satisfactory general anesthesia, the patient was prepared and draped in the usual fashion. Following this, an incision was made superior to her previous pelvic midline incision this incision was carried down into the abdominal cavity. Bleeding was controlled with cautery. Upon doing this, some serosanguineous fluid was encountered. The intestines in the upper abdomen were markedly dilated there were adhesions along the edge of the gore-tex and indeed throughout the surface of the gore-tex. These all had to be taken down by means of sharp dissection and the bowel was not entered. A very definite transition point was noted where there had been kinking secondary to adhesions to the gore-tex. After this was taken down, the enteric contents were milked back through into the stomach and aspirated with a nasogastric tube and about 2000 cc of fluid were obtained. Attention was then turned to the hernia which was located lateral to the gore-tex patch that had been placed by dr. Dales in the past it appeared as though these sutures simply tore out of the fascia. A separate incision was made over this hernia and sharp dissection was used to excise the skin. Cautery was used to dissect down to the peritoneal sac which was excised a lap pad was placed from above to below this incision and the fascial edges were dissected out by means of cautery. This was done in a circumferential manner. The gore-tex mesh was then resutured to the fascia in a circumferential fashion all these sutures were placed prior to tying them the lap pack was removed and the incision was closed with near-far-far-near sutures of #1 prolene. Staples were used to both incisions. She tolerated this well and was transferred to the recovery room in satisfactory condition .¿ revision #2 preoperative complaints: ¿ (B)(6) 2010, jr. Md. Preoperative diagnosis: ¿partial small-bowel obstruction. Recurrent incarcerated incisional hernia .¿ revision #2 procedure: exploratory laparotomy. Lysis of adhesions, extensive. Repair of small bowel enterotomy. Repair of recurrent incarcerated incisional hernia which [sic] strattice firm 16 x 20cm. [Implant: strattice] revision #2 date: (B)(6) 2010 (hospitalization dates unknown) ¿ (B)(6) 2010 hospital, jr. Md. Operative note. Postoperative diagnosis: partial small-bowel obstruction. Recurrent incarcerated incisional hernia. Anesthesia: general. Estimated blood loss: 200ml. Complications: none. Drains: 18 french blake. ¿ procedure: ¿after informed consent was obtained, the patient was taken to the operating room and placed on the table in supine position. After the administration of general endotracheal anesthesia, the abdomen was prepped and draped in normal sterile fashion. A midline incision was fashioned supra and infraumbilically including the previous incision from the previous hernia repair. This was carried down through the skin and subcutaneous tissue and the hernia sac which was reduced with gentle pressure, was carefully dissected free from the subcutaneous tissue. A fascial rim was created with dissection circumferentially around the midline incision which actually contained 3 hernias, one very small in the apex, two larger hernias separated by fascial bridge. Inferior to the more inferior hernia was a piece of gortex, which had previously been placed back in 1998. The hernia sac was opened and the small bowel was adhesed to the underlying peritoneal surface of the anterior abdominal wall. It was also adhesed was also adhesed to the previous gore-tex repair. After that was identified, the terminal ileum was identified and the small bowel was carefully mobilized by dividing the intraloop adhesions, from the ligament of treitz to the ileocecal valve. Secondary to the band which was causing the small-bowel obstruction included within the incarcerated umbilical hernia, there were several areas of serosal injury, which were oversewn using 3-0 silk sutures in an interrupted inverted lembert fashion. There was 1 area where the small bowel was adhesed to the gore-tex patch where a small enterotomy was made. This was closed transversely using a 3-0 vicryl suture in a running fashion and inverted using 3-0 silk sutures in an interrupted inverted lembert fashion. The small bowel was again carefully examined from the ileocecal valve retrograde to the ligament of treitz and there were no other violations of small bowel integrity. With this completed, ng [nasogastric] tube placement was confirmed within the stomach and secured by the anesthetist. The small bowel was returned to the abdomen. The omentum was placed over the small bowel after it was examined one final time to make sure that it was completely mobilized. A 16x20 cm piece of stratus [sic] firm was secured to the peritoneal circumferentially using #1 prolene sutures in an interrupted fashion. Care was taken to ensure that no omentum or bowel were included in this closure of the stratus [sic] to the peritoneal surface of the anterior abdominal wall. This was easily achieved. With this completed circumferentially, the midline fascia and hernia sac were closed over the stratus [sic] to exclude this using a #1 double stranded pds suture in a running fashion. A 19 french blake drain was placed in the subcutaneous space exiting the abdomen to the inferior and right of the midline incision. The skin clips were used to close the skin in a running subcuticular manner. Dressings were applied over the areas as a barrier. The patient tolerated the procedure well. The drain was secured with a 3-0 silk suture in an interrupted fashion. All needle and instrument counts were correct prior to leaving the operating room. The patient was transported to the recovery area, extubated in good condition. I did speak with the patients family and explained to them why we had to use the stratus [sic] absorbable mesh, secondary to the enterotomy. They understand that there is a possibility the hernia may recur. I spoke with the daughter at length regarding the intraoperative findings from the dictation room in recovery. She understands and agrees to proceed with this plan .¿ ¿ implant record: ¿tissue strattice matrix 16 x 20.¿ explant preoperative complaints: ¿ (B)(6) 2011 hospital, md. Indications: ¿ms. Campbell is a pleasant 64-year-old female who has had a 6 month history of chronic abdominal wall drainage that has failed aggressive medical management to include percutaneous drainage. She has previous mesh prosthesis in the midline abdominal scar and she presents today for definitive surgical resection .¿ explant procedure: exploratory laparotomy with dense adhesiolysis, extensive. Small bowel resection. Mesh explantation with debridement of abdominal wall, full thickness. Umbilectomy. A 35 cm scar excision. Explant date: (B)(6) 2011 (hospitalization dates unknown) ¿ (B)(6) 2011 hospital, md. Operative note. Preoperative diagnosis: chronic abdominal wound secondary to infected prosthesis. Postoperative diagnosis: chronic abdominal wound secondary to infected prosthesis. Dense intraabdominal adhesions, fibrotic abdominal wall. Anesthesia: general. Estimated blood loss: 250 cc. Specimens: gore-tex, small bowel. Complications: dense intraabdominal adhesions. Abdominal wall abscess. Infected gore-tex mesh. ¿ procedure: ¿she was seen and identified in the preoperative holding area and then taken to the operating room and placed in the supine fashion with all precautionary measures being taken regarding positioning and pressure points and prior to the induction of general endotracheal anesthesia, teds, thromboguards and antimicrobial therapy ensued. The percutaneous pigtail drain that was placed laterally to the midline was completely removed and following this, a sterile prep was undertaken and a midline vertical elliptical incision was made excising 35 cm of the previous generous midline scar completely down to the level of the fascia with additional resection and complete umbilectomy. Notably, the entire portion of the overlying pannus region was very thickened and densely fibrotic with the fistulous tract having a 1 inch circumferential thickened fibrotic scar with a dense cicatrix traversing the abdominal wall to the lateral drainage exit site region. This area was also debrided in en bloc fashion. The abdomen was accessed with great care in the midline, though with the previous surgisis [sic] placed mesh, the myofascial peritoneal plane was very unclear. The abdomen was finally accessed superiorly and extended inferiorly whereby the chronic inflammatory and fibrotic changes of the 15 cm section of the anterior abdominal wall was debrided and excised in an en bloc fashion. Notably, this was over the epicenter of a piece of gore-tex mesh which extended 7 cm superiorly and inferiorly x 8 cm. The gore-tex mesh was completely folded over on itself and circumferentially was secured previously with multiple prolene sutures all of which were removed today with the debridement and explantation of the mesh. The remaining cavity was debrided of the fish egg like gelatinous material to healthy viable tissue. The underlying bowel was completely encased in this dense area of scar tissue with obvious transition zones of small bowel which were dilated and others completely collapsed. Dense adhesiolysis was undertaken for an excess of 1 hour and small bowel was densely compacted and fused together and a 20 cm section of small bowel was excised en bloc fashion with points being identified proximally and distally and the bowel was transected with a gia staple load. The mesentery was scored and between interrupted kelly clamps the vascular pedicle was suture ligated and the anastomosis was performed in a side-to-side fashion with the 75 mm gia blue load and closed in a likewise fashion with a palpable donut being well appreciated and the crotch of the anastomosis being secured with two 3-0 silk sutures and the entire suture line reinforced with interrupted silk lembert sutures. The bowel was inspected from the ligament of treitz to the terminal ileum and there was no evidence of twisting or kinking. The adhesiolysis was undertaken whereby the entire abdominal wall was freed of the adhesions thus freeing the small bowel to the abdominal wall and even the transverse colon. There was a thick cicatrix of what appeared to be more of the surgisis mesh in the upper quadrants bilaterally and this was left in place and did not appear to have any involvement in the infected process. The abdominal wall was generously irrigated and the omentum was draped over the incision which was closed primarily with running 0 loop pds sutures originating from the superior and inferior aspects. The patient tolerated the procedure well and the subcutaneous tissue was irrigated generously and the skin was closed with staples and a sterile dressing was applied followed by an abdominal binder. She was extubated and taken to the recovery room and will be monitored closely post procedure .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may have not been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Manufacturing and sterilization records were not available for review. Based on an implant date of 4/20/1998, the required record retention period of 10 years would have been exceeded, at the latest, on 4/20/2008. Although documents are unavailable, standard procedures require lot history review before release of the device to ensure compliance with device specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may have not been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Manufacturing and sterilization records were not available for review. Based on an implant date of (B)(6) 1998, the required record retention period of 10 years would have been exceeded, at the latest, on (B)(6) 2008. Although documents are unavailable, standard procedures require lot history review before release of the device to ensure compliance with device specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.